Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported having symptoms of hypoglycemia, took aviva blood glucose results of 210 mg/dl, 129 mg/dl, 78 mg/dl, 164 mg/dl, 70 mg/dl, and 82 mg/dl, within 10 minutes. Customer retreived and self-treated with juice. Customer felt better, retest results 22 minutes later were 98 mg/dl and 103 mg/dl within 1 minute. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.